Event description:
It was reported by the rep that during a laparoscopic procedure the device was fired across bowel. Surgeon said it cut but did not staple. Sutured bowel closed and completed procedure as normal. Extended or time 10 minutes.